Event description:
Additional information received. It was reiterated that at the time of previous device reprogramming done by manufacturer's representative there were no impedance issues. The patient's device was reprogrammed several times with different settings for the patient to try. No additional incidents of shocking have been reported.

Event description:
In manufacturer's report # 3004209178-2012-04842. It was reported the patient experienced a shocking or jolting sensation with acute pain when he changed positions. According to the patient, the implantable neurostimulator (ins) was set at 3.2 v. After getting up from a lying position, the patient received a shock or jolt. The patient stated they checked the ins and read 4.00 v. While standing the patient reset the ins to 3.2 v. He lay down and stood up again and was jolted. The ins again read 4.00 v. This happened 3 times before it held at 3.2 v. About a week later while leaving (B)(4) the patient reported a jolt. About two minutes later the ins reset to a comfortable level and remained there. The next day, while standing, the ins changed from 3.2 v to 4.00 v. It was noted that the ins needs charging every 7-10 days. The patient felt less coverage in his lower middle back where it was most needed. The patient also reported stimulation in the wrong location. He did not feel any stimulation in the lower middle back region where he was feeling pain. The patient stated if he raised the amplitude, the stimulation sensation moved to his outer torso, kidneys and stomach. The stimulation either helped his legs or back but never both. Additional information was received from the company representative that reported the representative reprogramed the ins to use group c with different electrode combination and no other issues were reported. All impedances were found to be within normal ranges. It was also noted that the patient was going to find a new healthcare provider. If additional information is received, a follow up report will be sent. Additional review indicated the information pertains to this manufacturer's report. Any additional info will be reported in this re port.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).